Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent an elective surgical procedure on (B)(6) 2018, to externalize scs lead in order for patient to try a new trial system. Intraoperatively, it was noted that some leads had high impedance. Physician opted not to replace the leads at that time. A surgical procedure may be pending to address the issue.